Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 6029880 with the incident lot was observed. The defect identified in the photo is that of manufacturing in process damage. This most likely occurred during the assembly of the shield/ stopper. Occasionally if another shield gets caught or lodged somewhere inside the machine it can cause other shields to become damaged during the process.

Event description:
It was reported that the bd vacutainer® edta 2k cap was deformed. No injury or medical intervention reported.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.